Manufacturer narrative:
Per customer the unit serial number for this case is s/n (B)(4). The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue, however, the ventilator was tested and ran at the highest settings for 24 hours and the reported issue of high blower temperature could not be duplicated. As a result, the customer confirmed full functionality of the ventilators and returned them to service. No parts were replaced, no other anomalies were reported..

Event description:
The biomed is reporting that the v60 is displaying diagnostic error code 1122 - blower temperature high. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported that this is the second v60 ventilator that has displayed diagnostic code 1122 on the same patient over the last 2 days. Customer is reporting that the respiration rate is 60 breaths/minute. Biomed has confirmed the cooling fan is running and the air inlet filter is clean. Further information is pending.